Manufacturer narrative:
(B)(4). The device is not being returned for evaluation. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) no issues or abnormalities noted in the device history review or service history review. The home choice is not being returned for an evaluation. The problem is not confirmed. The cause of the problem is undetermined.

Event description:
Product surveillance contacted the peritoneal dialysis registered nurse on (B)(4) 2012 regarding a report of surgery mentioned in an unrelated report. The nurse stated that the surgery was for the repair of a hernia. The nurse confirmed the patient had a peritoneal dialysis catheter placed in (B)(6) 2012. The patient began performing pd therapy on (B)(6) 2012. The patient had the hernia for the past few months and has been asymptomatic while performing pd therapy. The patient had the hernia repair on (B)(6) 2012 and is continuing to perform pd therapy. The pd nurse explained the location of the hernia to be the mid abdominal area above the umbilicus. Prior to the patient having surgery, the patient and nurse notice the hernia area to be soft and bulgy. The hernia did not worsen with therapy. The patient's prescribed fill volume is 2500ml with a last fill volume being changed from 1,000ml down to 500ml, 1 hour and 30 minutes of dwell time. The patient currently has 4 fills. The pd nurse stated the patient is doing well since his hernia repair and pd therapy is ongoing. The home choice is not being returned for an evaluation and the pd stated the patient did not experience any overfill (iipv) events that may have caused the hernia. At this time, the pd nurse states it is unknown if the hernia is related to a baxter device.